Event description:
Reporter indicated that the patient is complaining of not feeling as well as normal, and an increase in headaches. It can not be determined whether the patient's seizure frequency has increased or not. Lead test of device was within normal limits. The patient has historically been able to feel the stimulation even when set to low levels of output current. The patient's output current was increased to 3.5ma and the patient still did not perceive stimulation. It is suspected that there is a device malfunction, possibly a lead break. The patient has had improved seizure control since the vns implant. The patient still has auras that they can control with the vns.